Manufacturer narrative:
Qc and calibrations were acceptable. Therefore, a general reagent issue was excluded. The analyzer alarm traces contained frequent alarms for "abnormal aspiration" and "sample shortage", indicating a poor pre-analytical process. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There was no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable lactate dehydrogenase acc. Ifcc ver.2 results from the cobas c 503 analytical unit. Example 1 had an initial result of 241 u/l and a repeat result of 179 u/l. On (B)(6) 2026, example 2 had an initial result of 230 u/l and repeat results of 161 u/l and 182 u/l. Example 3 had an initial result of 216 u/l and a repeat result of 164 u/l.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.